Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 400mg/dl. The caller stated that the doctor disconnected the insulin pump from her. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the husband to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.